Manufacturer narrative:
Unable to perform displacement test, sleep current measurement, active current measurement and self test due to blank display noted. Unit received with blank display problem isolated to the electronic assembly. Unable to verify battery power loss alarm due to blank display noted. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump received low battery alarm and replace battery alarm. It was the second occurrence of replace battery alarm occurred within 8 hours of low battery alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.